Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo. A second sample of this patient was drawn and tested and yielded a weak rh(d) positive reaction with erytype s abd+rev.a1, b on tango optimo. Both patient samples were sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore, our quality control laboratory tested the patient samples with the retained sample of erytype s abd+rev. A1, b. And could confirm the customer's results. Further testing of both samples with different anti-d reagents in the tube technique strongly suggest that the patient's rh(d) antigen may be weakened or even a d partial. Therefore, the sample will be sent for molecular rh(d) typing to an external laboratory. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient was tested rh(d) negative with erytype s abd+rev.a1, b on tango optimo. A second sample of the same patient was drawn and yielded weak rh(d) positive results with erytype s abd+rev.a1, b on tango optimo. Both patient samples were sent to us for investigational testing, but none of the supposedly defective product was returned. Therefore our quality control laboratory tested the patient samples with the retained sample of erytype s abd+rev. A1, b. And could confirm the customer's test results. Additional testing of the samples with different anti-d reagents in the tube technique strongly suggested that the patient's rh(d) antigen may be weakened or even a d partial. Therefore the sample was sent for molecular rh(d) typing to an external laboratory. The external laboratory reported that the rhd gene shows a polymorphism in exon 5, called rhd dcs-1. This polymorphism explains the weakened respectively negative results with anti-d reagents. The instruction for use contains an appropriate reference: category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.